Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear experienced air ingress. During the procedure, there were air bubbles noted during aspiration of the sheath after removal of the dilator, with no other devices entered into the sheath other than a catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.